Manufacturer narrative:
(B)(4). A device history record is not available due to insufficient device data. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation is: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side "capsular contracture baker grade iii," ¿white nodules" not device related, and "a few prominent ripples." The device has been explanted.

Event description:
Healthcare professional reported right side "capsular contracture baker grade iii," ¿white nodules" not device related, and "a few prominent ripples." The device has been explanted.